Manufacturer narrative:
This report is a response to uf report # (B)(4) which was received by amt from the FDA on 01/31/2022. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. There were also no direct or indirect patient consequences reported due to the failure of the device. Amt worked with the customer to get the product back for examination and reviewed the device and production records for the reported batch. A large tear was noted through the tubing and over molded section of the device, just under the external bolster. Examination concluded that the tear was most likely caused during the placement process of the device by the end user. The tear was clearly caused by a sharp/abrasive object, possibly due to a suture or other device used during placement. Amt 100% inspects all product for proper tube and anti-reflux valve leakage prior to shipment, and production records indicate that product passed inspection/testing. There are no steps in between a final qc inspection and packaging that would have led to such a tear in the tube. A device history review was completed for the reported lot number and no anomalies were found and there have been no other complaint reports for this same batch (and no similar tears have been found from other batches). The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.

Event description:
Per the original reporter in uf report #: (B)(4): "g-tube was placed and found to be leaking around the base when feeds were administered for the first time. G-tube had to be replaced. Upon visual examination, there was what appears to be a fracture in the rubber near the base of the tube. It is unlikely the fracture occurred during placement and seems to be a manufacturing defect. In the photos, a piece of electronic solder was placed through the crack to make it more visible. Without the wire, the crack was extremely difficult to see. The balloon portion is intact and functions properly."